Manufacturer narrative:
(B)(4). Lot number was not provided therefore device manufacture dat is unk. Covidien requested further info on the incident such as pt info and placement of sensor. To date, no new info has been rec'd. See scanned pages.

Event description:
It was reported to covidien that during use at the operating room, a sensor was attached on the pt's forefinger. Another sensor was attached with a phillips monitor x2a04 and a nellcor module on the pt's middle finger. The sensor on the forefinger indicated the spo2 value as 97%, and the sensor on the middle finger indicated it as 100%. The blood gas was inspected and it was verified that the sensor on the forefinger showed incorrect value. Also the sensor on the forefinger was switched to the phillips x2a04, it showed 97%. No pt harm reported.